Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd neoflon¿ IV cannula was defective, causing a ¿peel-back¿ during insertion. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Five samples were returned for investigation. Three representative samples are from batch 7293135. The other 2 actual samples returned were not a bd tuas product. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. Visual inspection and measurement was performed on the tip od and bevel angle and inspection results are within specification. The device history record was reviewed and no similar qn was raised for this batch. No abnormality was observed that could have influenced the issue. Root cause cannot be established as no defect could be confirmed. Customer complaint trends are evaluated on a monthly basis. While we were not able to confirm the report, a corrective action plan for this issue of peel back has been initiated. The tubing material for this product is being reviewed to prevent future occurrences of this type.